Event description:
It was reported via repair work order that the head end lift was stuck at mid-height position due to lift mechanism been loose and out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.